Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer planned to continue using the current pump as a backup therapy.